Event description:
The customer states that the device does not pass opcheck and has a general system failure. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.